Event description:
The device was abandoned at implant when intra-operative echo showed central regurgitation; the valve leaflets did not appear to be moving. The device was replaced during the case with no patient complication reported.